Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet pump experienced elevated blood glucose after disconnecting from the pump for approximately 15 minutes during lunch, with a reported reading of 177 mg/dl; later, dinner was meal announced once glucose appeared to stabilize. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Troubleshooting and education were completed, including counseling that early use can involve glucose fluctuations and to follow trainer guidance. Investigation included case review and user education. Investigation of this case revealed no device malfunction and no component issues identified, with the event considered cause unclear in the context of early therapy and temporary pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.